Event description:
Pupillary block. Patient underwent extracapsular cataract extraction (ecce) with scleral tunnel and posterior chamber intraocular lens implantation on an unspecified date. The patient's intraocular pressure (iop) was 25 mmhg prior to surgery and increased to 49 mmhg during surgery. Their visual acuity before surgery was 20/70. Three years after the operation the patient developed pupillary block. The cause of the block was due to a seclusion of the pupillary margin, by posterior synechiea to the implanted lens or the anterior lens capsule or both. The patient was initially treated with topical beta blockers, systemic carbonic anhydrase inhibitors, and pilocarpine 2% together with yag laser iridotomy (only once). The pupillary block recovered and the patient's visual acuity was 20/30 while the intraocular pressure was 8 mmhg. A few months after resolution of the pupillary block, the patient required trabeculectomy because of an increase of iop (no measurement given) and worsening of the visual field. After surgery the iop was maintained around 10mmhg with stable visual acuity. The patient recovered from the event "papillary block". The reporter considered the event to be related to the cataract surgery. The company agrees on that assessment.